Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and a reservoir were received. The detachment end of the shorter exhaust tube of the pump showed the surfaces to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the inlet tube of the pump. This was not a site of leakage. Abrasion was also noted on the longer exhaust tube of the pump. No functional abnormalities were noted with the pump. The detachment end of the exhaust tube of cylinder 2 showed the surfaces to be rough and irregular. Abrasion was noted on both cylinder exhaust tubers. No functional abnormalities were noted with either cylinder. A group of partial separation, indicating contact with unshod instrumentation, was noted on the reservoir inlet tube. This was not a site of leakage. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tube. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tubing broke near the pump. The device was removed and replaced.